Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found the sensor cannula broken. The missing part was broken. Analysis was unable to confirm that the customer received the sensor damaged due to the customer returned it opened/used.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer stated that the sensor glucose level was dropping but the blood glucose level was normal. The customer's blood glucose level was 14 mmol/l. The customer stated that the sensor glucose level was not providing readings. The customer also reported receiving calibration not accepted alerts. The customer performed the watertight tester procedure and it passed. The customer's sensor was replaced and returned for analysis.